Event description:
The electrical connection has a short, during repair when hooking up ac adapter to dc jack invacare respiratory tech observed a spark. No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The product was returned to invacare for an electrical short. During the repair of the unit a spark was observed by the respiratory technician when hooking up the ac adaptor to the dc jack. The wiring harness was pinched. The unit has been repaired. No injury alleged.